Event description:
It was reported that the handpiece overheats. This did not occur during a surgical procedure, and there was no pt involvement reported. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion and problems with the motor, rotor, press plug, and driver, which were each replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.